Manufacturer narrative:
H6: updated. H3: one device was received. The visual inspection found that the downstream occlusion (dso) seal was delaminated. A review of the event history log found that system fault 41622 occurred on (B)(6) 2025. During the functional testing, the customer complaint was able to be confirmed. The cause of the issue was a faulty cam flex sensor. The cam flex sensor was replaced as well as the dso seal. Unit passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that error 41622 occurred while running/priming the pump. The event occurred during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. D4. Primary UDI number: the primary di# has been used as the manufacturing date information is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. H4. Device mfg date: the reported serial# (B)(6) could not be found for the reported catalog# 21-2120-0105-01; therefore, the manufacturing date could not be determined. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.